Event description:
On (B)(4) 2013 it was reported that the vns patient was experiencing an increase in seizures that started on (B)(6) 2011. It was stated that it cannot be determined whether the increase is due to natural variability or an effect of vns. The increase in seizures has been under observation. Attempts for additional information are underway but no further information has been received to date.

Event description:
On (B)(6) 2013 it was reported that the physician thinks it is difficult to conclude what the relationship of seizures are to vns. No interventions have been taken or planned. The increase in seizures were above pre-vns baseline levels; however the physician reported that the number of seizures didn¿t change so much, but the strength of each seizure increased. The patient¿s complex partial seizures increased. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the seizures.

Event description:
On (B)(6) 2013 it was discovered that the aware date should have been (B)(6) 2013.

Manufacturer narrative:
Date of this report, date received my manufacturer; corrected data: initial report inadvertently listed incorrect aware date on the initial report; aware date should have been (B)(6) 2013 not (B)(6) 2013.

Event description:
Additional information received on (B)(6) 2013 when the physician reported that the reason for the patient¿s increase in seizures is unknown. No interventions have been taken or planned to preclude a serious injury. The relationship of the increase in seizures to the patient¿s pre-vns baseline seizure levels are unknown. However, it was reported that the strength of the patient¿s complex partial seizures had increased. The physician mentioned that the reason for the increase in seizures and change in seizures is unknown.